Event description:
It was reported that a small volume intermate had a missing blue winged luer cap ("blue tip"). This malfunction occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the unit for evaluation. A visual inspection was performed and did not identify any missing components; the reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.